Event description:
The facility reported a pump with an failure code 715 on channel a. This event reported to have occurred during patient use. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. Evaluation was performed and the reported condition of failure code 715 on channel a was not confirmed and could not be duplicated. However, the pump head module on channel a was replaced due to corrosion. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.